Event description:
Heavy equipment operator. Allegedly, the 8 degree long a/r neck broke flush with the stem.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. This report will be amended when the investigation is complete. Event device code is addressed in package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2007-00074, 00076.